Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The distal end of the device was inspected under a microscope and confirmed that the probe had broken off. The broken portion was returned and measured approximately 16mm in length. A probe check was performed and the device failed. An error code u509 was observed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the probe broke off. There was no patient injury reported. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, via telephone and in writing but with no results.